Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were not placed as desired, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place according to the surgeon, there was no negative clinical effect to the patient and the outcome of the surgery was successful as intended according to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the undesirable k-wire positions is a less than ideal calibration of the pedicle access needle in combination with visibility issues during its use, leading to deviation of displayed instrument position from its actual position and resulting in the deviation of the k-wire positions as described. A contributing factor likely is a relative movement of the vertebra that could not be compensated by the navigation system, since the spine reference clamp was neither attached on the bone to be operated on, nor on a structure that has a rigid connection to the bone to be operated on (esp. For the second scan, two fractured vertebrae were in between the vertebra with the reference and the vertebrae to be treated). There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Remind this hospital that only trained medical personnel may operate system components and accessory instrumentation. Offer an additional training to users at this hospital following the details in the current brainlab training requirements (referring to software functions/requirements and also user guide information available) regarding correct calibration of the pedicle access needle and verification of accuracy, correct attachment of the spine reference clamp, and system setup for optimal visibility of the pedicle access needle to the camera. Initial clinical use of the device by the surgeon.

Event description:
A minimally invasive spine surgery (stabilization of t3-t8 due to broken vertebral bodies of t5+t6) was planned to be performed with the aid of the virtual display by the brainlab navigation. During the procedure the surgeon: attached the radiolucent spine reference clamp to t12. Performed (automatic) registration of the actual patient anatomy to the navigation (to the intra-operatively obtained CT scan imported into and used by the navigation). Verified the accuracy of the patient registration and accepted result. Calibrated the pedicle access needle (multiple attempts). Placed three k-wires (two in t8, one in t7). Obtained a control scan (with c-arm) and realized that k-wires were not placed as intended. Attached the radiolucent spine reference clamp to t8 and obtained a new CT scan. Performed (automatic) registration of the actual patient anatomy to the navigation. Verified accuracy of the patient registration and accepted result. Calibrated the pedicle access needle (multiple attempts). Replaced the k-wire in t7 and placed the remaining k-wires (in t3, t4, t7). Obtained a control scan (with c-arm) and realized that k-wires were not placed as intended (4-7mm deviation for six k-wires). Removed all k-wires. Placed k-wires and screws in t3/4 and t7/8 without aid of navigation (but with x-ray control). According to the hospital (surgeon) there are no negative clinical effects for the patient due to this issue and the outcome of the (complete) surgery was still successful as intended.